Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary segmentectomy surgical procedure, the fenestrated bipolar forceps had no response, despite a cable change. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have failed the electrical continuity test. There was an obvious damage to the conductor wire causing the electrical continuity to fail. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation was found damaged at the yaw pulley distal end with an exposed internal wire. As a result, the instrument failed the electrical continuity test. No thermal damage was observed. Also, the instrument was found to have scratch marks and abrasions on the edge of the bipolar yaw pulley. The scratch mark and abrasion were found on one side of the surface of the bipolar yaw pulley. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have indentations on the edge of the distal idler pulleys. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.